Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument's adapter was broken. It was reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur due to over flexure of the reload while attached to the instrument. The evaluation detected an unreported condition: the device was found to be partially fired. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a bariatric sleeve procedure, the reload was clamped onto a tissue that was too thick and got stuck to the adapter. When unloading the reload to be replaced by a new one, the reload would not come off. Another adapter was used to complete the case. There was no patient injury.